Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The nurse called the company technical support specialist (tss) to assist with troubleshooting. The nurse stated, the bss bottle was empty when the system message displayed. The tss advised the nurse to lower the infusion drop setting so the system message will display before the bottle is empty. Additional info received from the nurse stated that the staff was troubleshooting the handpiece. The surgeon left his foot depressing, the footswitch which caused the bss irrigation to continue to flow. The system message displayed when the bss bottle was empty. The bss bottle was replaced, the air was removed from the tubing, and the case resumed. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. A review of complaints for the last 24 months did not indicate any additional related reports for this system. (B)(4).